Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 cassette. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product was manufactured and distributed in the market (there are (B)(4) units in stock). Received an open cassette, the thread on the sample received is broken inside the cassette and it is not useful. The thread was probably tangled in the reel and when pulling out the thread it broke due to the extraction was too hard. Final conclusion: the complaint is justified. The results of sample received does not fulfill the OEM specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: hong kong. The customer reported that the suture was not in the proper position in the package, which cause the thread to break inside the cassette.